Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a decrease in performance along with pain, headaches and facial nerve stimulation. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).